Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation. The team has evaluated twenty retained samples of the reported lot and no defect was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on customer feedback, the team is not able to confirm the reported issue and no root cause could be established. Please note that despite the fact that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. This is an isolated case with a negligible frequency of occurrence. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd slip tip syringe with the bd precisionglide¿ needle while dispensing medicine. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found a foreign matter in the syringe during dispensing".